Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose in the 600 mg/dl range and treated with manual injection. Customer stated that the insulin pump settings were changed 4 months back and blood glucose levels were better as of 3 weeks ago when the settings were adjusted. Customer mentioned having issues with the transmitter having unexplained re initialization after inserting the sensor. Customer declined troubleshooting.